Event description:
It was reported that high ventricular threshold since implant was observed. Lead was explanted and replaced successfully. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that low r-wave sensing was also noted.